Manufacturer narrative:
The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an infusion at 32 ml/hour with volume to be infused (vtbi) of 100ml and 24.54 ml was given. The event happened at the intensive care unit. There was no known patient injury, or medical intervention associated with this event. No additional information is available.